Event description:
It was reported that the pulse generator exhibited high pacing threshold and intermittent capture during implant. The device was removed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of intermittent capture was not confirmed. Analysis was normal. No anomaly was found.